Event description:
Reporter indicated that a vns pt would undergo generator replacement surgery. It was reported that the pt's generator had been off for several years and that the pt's seizures were not well controlled. It was reported that the pt could not feel magnet mode stimulation after a magnet swipe. Clinical notes received from the neurologist and neurosurgeon revealed that the pt's vns generator could not be interrogated likely due to end-of-service condition. The pt underwent surgery and after a new generator was connected to the lead, it was identified that there was high lead impedance. The surgeon then visualized fluid in the lead and a lead fracture in the region of the generator pocket. The surgeon elected to proceed with a complete revision during which both the lead and generator were replaced.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.